Event description:
This was a cardiac lead removal performed in the ep lab to remove and replace the lv lead. The pt had a total of 3 leads (ra, lv and rv - lead age 60mths). At 0845 - the pt was prepped with an arterial line, tee was available and fluoroscopy was utilized during the case. At 0855 - the md opened the pocket, ICD removed and all 3 leads were disconnected. At 0910 - the md inserted a lld-e into the lv lead and began lasing with a 12f sls ii. At 0916 - the lv lead was removed successfully (24 seconds total lasing time). At 0920 - the md began observing the rv lead and due to "breeching of the wires" decided to extract the two remaining leads. The md began with the ra lead and extracted it using the 12f sls ii. At 0924 - after removing the ra lead, pt's arterial bp began declining at this point (120s, 80s, 50s, asystole). At 0927 - under fluoroscopy the heart wall was noted not to be moving. At 0928 - CPR was started and the CT surgeon entered the room. An emergent tee was ordered, the rv lead was cut, capped and the pocket closed. At 0930 - tee indicated a 2mm effusion, a pericardiocentesis was performed and approx 75ml of blood was removed. At 0934 - the pt's bp began to increase and CPR was stopped. At 0940 - the pt's vitals stabilized. The md and surgeon chose to admit the pt to the ICU and observe the pt overnight. At 0950 - case was completed and the md would discuss retrieval of the abandoned lead at a later date with the pt. Reportedly, the pt recovered well and was discharged home. No devices were retained for return analysis. Lab manager stated the only recorded info regarding the devices used were the sizes and not the lot#.